Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using packing coil lps and a lp system detachment handle (handle). During the procedure, a packing coil lp would not detach with the handle and manually. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the sales representative on 11/29/2021: 1. Section b. Box 5. Describe event or problem 2. Section d. Box 4. Catalog # 3. Section d. Box 4. Lot # 4. Section d. Box 4. Expiration date 5. Section d. Box 4. UDI # 6. Section h. Box 4. Device manufacture date 7. Section e. Box 4. Initial reporter also sent report to FDA this report is associated with MFR report number: 3005168196-2021-02040 h3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned packing coil lp pusher assembly revealed that the pet lock was separated, the pull wire was retracted, and the embolization coil was detached and not returned for evaluation. This typically occurs during a successful detachment. Further evaluation revealed a kink on the distal braided shaft. The root cause of this damage could not be determined; however, this damage may have contributed to resistance while manipulating the pull wire within the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02040 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02040.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using packing coil lps and a lp system detachment handle (handle). During the procedure, a packing coil lp would not detach with the handle and manually. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.